Event description:
It was reported that during a coronary stenting treatment procedure, stent damage was observed. The concentric target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad) with 90% stenosis. After pre-dilation, the physician felt some tension while pushing a 2.75x16mm promus element stent into the lesion. He pulled the stent back out and noticed a "barb wire look" on it. He believed one of the struts may have been caught on some plaque. Then the lesion was treated with another same size promus element and post-dilated with an apex balloon. There was no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).